Manufacturer narrative:
Concomitant medical products: dtba1d1 crt-d, implanted (B)(6) 2015, a good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead was exhibiting non-capture, high impedance and had possibly fractured. The patient experienced an increase in fatigue. The lead was capped and replaced with an epicardial lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.